Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer has been experiencing high blood glucose for about three days. Blood glucose value was 497 mg/dl; current blood glucose was 536 mg/dl. Father stated that the customer would leave to school with normal blood glucose level and would return with high and the insulin pump is not helping it go down. The customer has treated with manual injection. Customer's father did not want to troubleshoot and requested to be transferred to start the process to upgrade the device.